Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 was being used for evh today and the cautery hand piece stopped working half way through the case. They initially replaced the power chord and made sure that the box was on but this did not remedy the situation. They replaced the hand piece with a new kit and it worked again. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 was being used for evh today and the cautery hand piece stopped working half way through the case. They initially replaced the power cord and made sure that the box was on but this did not remedy the situation. They replaced the hand piece with a new kit and it worked again. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 medical device code changed. (B)(4). A lot history record review was completed for lots 25154476, 25154649, and 25154697 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/18/2021. An investigation was conducted on 01/21/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same failure observed. An activation and transection capability test was not performed due to the device not turning on. An engineer evaluation was conducted on 03/05/2021 and concluded on 03/09/2021 with the following results (see attached email with photographs from the engineers evaluation): the complaint device was connected to the complaint lab¿s hemopro power supply(c-vh-3010) and hemopro extension cable (c-vh-3030). When the on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position and the toggle on the handle of the complaint vh-3500 hemopro tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-3500 hemopro tool did not heat up which is not normal. The electrical continuity of the complaint vh-3500 hemopro tool was tested using the complaint lab¿s multimeter. The electrical continuity of the complaint vh-3500 hemopro tool was tested with the toggle on the handle of the complaint device pulled back to the activation (power on) position. The result was no electrical continuity through the complaint device which is not normal and indicates a break in the electrical circuit in the complaint device. After opening the handle it was observed that there was a wire that had detached from the common terminal of the switch. The toggle was removed from the handle to expose the switch inside the handle. It was confirmed the wire normally solder to the common (c) terminal was broken and no longer connected to the common terminal. The wire broke at the location on the wire where the wire insulation ends and the stripped portion of the wire begins. The stripped portion of the wire was observed to be still soldered to the common terminal. Based on the returned condition of the device, the evaluation results and the engineer evaluation , the reported complaint for failure "failure to deliver energy" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 was being used for evh today and the cautery hand piece stopped working half way through the case. They initially replaced the power cord and made sure that the box was on but this did not remedy the situation. They replaced the hand piece with a new kit and it worked again. The hospital did not report any patient effects.